Event description:
The customer reported being in the hospital due to a heart attack and was taken off the insulin pump. The customer was unable to set up the time/date and requested assistance with reprogramming the device. The blood glucose reading was 400mg/dl. The call was disconnected and further troubleshooting could not be performed. Then the customer called back and that the needle broke off on the infusion set, but not in her body, and she was told by the doctor to connect back the device. Assisted the customer with priming, her device, but the customer kept saying that she had a reservoir filled. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.